Manufacturer narrative:
Device implanted, therefore will not be returned. Manufacturing and inspection records were reviewed, and no anomalies were identified. Based on the information received no coot cause could be determined. Related to 3025141-2025-00162.

Event description:
During a surgery implanting an ankle plate (70-0245-s (573084), the drill was broken. The drill could not be extracted and remained in the patent's tibia bone. A delay in surgery of 10 minutes occurred due to the drill breakage. The doctor does not plan to try to remove the broken fragment of the drill. A replacement drill was used to complete the procedure. Report 2 of 2.